Event description:
It was reported that during implant of a bifurcated device, perforation of the aorta occurred. Reportedly, post deployment of the bifurcated device, the physician performed balloon angioplasty outside the bifurcated device, and perforation of the aorta was observed. The patient was treated with an infrarenal aortic extension, which was thought to have resolved the perforation. Subsequently, the patient¿s blood pressure dropped and a CT scan showed an active retroperitoneal bleed of the lumbar arteries. The physician elected to perform an open aorta-biliac graft repair, end to end for each anastomosis, and placed a dacron aortic bifurcation graft. The physician elected to explant the devices and stated he did not feel failure of the devices had occurred. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device was incinerated at hospital.